Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22369.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
The complainant reported a 77-year-old female noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient developed upper and lower limb ischemia after the insertion of the retention sheath. The physician stated that blood pressure was not measured when the device was inserted under the right clavicle, and the color of the hand was pale. The impella cp was explanted and the issue resolved.